Manufacturer narrative:
The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 had an alarm 318 - inspiration valve failsafe failed or occlusion in inspiration. Furthermore, there was no information for patient associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue and no further complaints reported with this unit so most likely the inspiration port was blocked during the startup triggered the failure. Root cause of failure was determined due to user fault (not following instructions).